Manufacturer narrative:
Other relevant device(s) are: brand name: micra: mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4) UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 11-apr-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), poor sensing and intermittent capture was observed. During the process of attempting to retrieve the leadless ipg for repositioning, the retrieval cone was extended and retracted several times and the tether was cut. A snare-retrieval was required to recapture the leadless ipg. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.